Manufacturer narrative:
The customer stopped the system to stop the leak. A bci field service engineer adjusted the auto-gloss pressure relief valve and replaced the cap piercer linear tubing. The area was thoroughly cleaned.

Event description:
A customer contacted beckman coulter inc. (Bci) to report system leak from the cap piercer area. No injury was reported.